Event description:
As reported, the first 9f 0.098-inch vista brite tip introducer guide was opened, and when the scrub nurse attempted to secure the dilator to the ig guide, the hub of the dilator snapped off very easily without force, causing it to separate into two pieces. A second 9f 0.098-inch vista brite tip introducer guide was then opened. The transition from the dilator to the sheath tip was poor, with an unusually large gap causing it to get stuck at the access point to the artery, resulting in an "unsmooth taper" from the sheath to the vessel dilator. It did not slide in smoothly, and the physician was concerned about tearing the artery. The physician then requested an 8f sheath, which worked much better and offered a smoother transition from the dilator to the sheath. There were no reports of patient injury. The device was stored and prepped according to the instructions for use (IFU), and there were no damages to the device packaging prior to use. The physician was trained in the use of the device and had used these devices often. The devices will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h2, h3, h6, and h10. Complaint conclusion: as reported, the first 9f 0.098-inch vista brite tip introducer guide was opened, and when the scrub nurse attempted to secure the dilator to the ig guide, the hub of the dilator snapped off very easily without force, causing it to separate into two pieces. Therefore, a second 9f 0.098-inch vista brite tip introducer guide was opened. The transition from the dilator to the sheath tip was poor, with an unusually large gap causing it to get stuck at the access point to the artery, resulting in an "unsmooth taper" from the sheath to the vessel dilator. It did not slide in smoothly, and the physician was concerned about tearing the artery. The physician then requested an 8f sheath, which worked much better and offered a smoother transition from the dilator to the sheath. There were no reports of patient injury. The device was stored and prepped according to the instructions for use (IFU), and there were no damages to the device packaging prior to use. The physician was trained in the use of the device and had used these devices often. Both devices were returned for analysis and were evaluated under (B)(4) and (B)(4). (B)(4): during visual inspection it was observed that the unit related to this complaint presented a separation of the proximal portion of the vessel dilator. Inner diameter (ID) and outer diameter (od) measurements were taken near the damages and were found within specification. Functional analysis was performed removing the inserted vessel dilator for a withdrawal/ insertion evaluation. During this analysis it was observed that the unit did not present any type of resistance or friction that may have been promote any stuck sensation that could led to the separation observed. A high magnification analysis was performed near the proximal separation border, which presented evidence of elongation patterns and fatigue striations that could be related to an excessive tensile force applied to the affected zone. (B)(4): no anomalies related to this complaint were observed during visual inspection. Outer diameter (od) measurements taken near the damages were found within specification. Functional analysis was performed by removing the inserted vessel dilator for an insertion/withdrawal test and the unit did not encounter any resistance or friction that may have been related to the reported malfunction. The complaint reported by the customer as ¿vessel dilator, separated¿ was confirmed for the device associated with (B)(4). A separation to the vessel dilator¿s proximal portion was observed. The elongation patterns and fatigue striations suggest the dilator separation was caused by the application of excessive force. The complaints associated with (B)(4), ¿vessel dilator, incompatibility/fit¿ and ¿catheter sheath introducer (csi), insertion difficulty¿ were not confirmed. The device performed as intended during functional analysis and no anomalies were noted during inspection. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿slowly insert the entire length of the dilator through the valve and into the introducer guide, snapping it into place. Holding the introducer guide in place, withdraw the dilator and, if applicable, the guidewire.¿ based on the available information, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.